Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that during guidance, the software froze due to an overlapping of two commands. This is a known software anomaly. Shutting down and restarting the device solved the issue. Later in guidance, the software prompted an unexpected empty calibration due to a known software anomaly. The user cancelled the empty calibration and could continue the surgery. Refer to field action FDA reference z-0118-2022. Corrected data: - b4 date of this report. - g3 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 adverse event problem. - h7 remedial action. - h10 additional narratives/data.

Event description:
It was reported that : 1. When in guidance mode driving to trajectory, robot prompted vigilance device failure message, however the arm continued movement with the stop symbol overlaying the vigilance failure error. Company representative (cr) immediately recognized this as a software malfunction and instructed surgeon to step off the vigilance device. Robotic arm movement stopped however the vigilance device icon disappeared showing just an empty grey box. Neither the buttons nor the mouse was responsive, so cr first attempted a system reset. The system power button was unresponsive and did not change from blue to red. Cr then performed a full manual shutdown including disconnecting power for 1 minute. After manual shut down, system rebooted normally. 2. Upon re-starting, robot recognized it was not in the parking position. Immediately upon moving towards the parking position robot prompted an empty calibration. Cr immediately recognized this as field action sequence of events (zfa-2021-00198) and hit undo. Cr drove the robotic arm home, re-selected the saved calibration for the instrument holder, and re-drove to the trajectory. These events occurred during surgery and caused a procedure delay of 15 minutes, but had no patient impact.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that: 1. When in guidance mode driving to trajectory, robot prompted vigilance device failure message, however the arm continued movement with the stop symbol overlaying the vigilance failure error. Company representative (cr) immediately recognized this as a software malfunction and instructed surgeon to step off the vigilance device. Robotic arm movement stopped however the vigilance device icon disappeared showing just an empty grey box. Neither the buttons nor the mouse was responsive, so cr first attempted a system reset. The system power button was unresponsive and did not change from blue to red. Cr then performed a full manual shutdown including disconnecting power for 1 minute. After manual shut down, system rebooted normally. 2. Upon re-starting, robot recognized it was not in the parking position. Immediately upon moving towards the parking position robot prompted an empty calibration. Cr immediately recognized this as field action sequence of events (zfa-2021-00198) and hit undo. Cr drove the robotic arm home, re-selected the saved calibration for the instrument holder, and re-drove to the trajectory. These events occurred during surgery and caused a procedure delay of 15 minutes, but had no patient impact.